Event description:
The patient had a primary competitor tha. On (B)(6) 2023, the patient came in reporting pain due to a fractured femoral and acetabular bone. The surgeon revised the competitor's stem and head and implanted successfully a medacta stem and head. Presently on (B)(6) 2024, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor liner with another competitor liner, and the medacta proximal body and head with another medacta proximal body and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25-jul-2024. Lot 2237502: (B)(4) items manufactured and released on 28-nov-2022. Expiration date: 2027-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Other device involved: batch review performed on 25-jul-2024. Stem: m-vizion 01.22.428 proximal body ø24mm l 50mm lat with holes (k201471) lot 2302267: (B)(4) items manufactured and released on 18-jul-2023. Expiration date: 2028-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.